Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc). Upon return, the peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 61.3cm from the iabc distal tip. No obvious blood was noted on the iabc or within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 7cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 26.6cm and 62cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 27.7cm and 59.3cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported compliant for iab insertion difficulty is confirmed. During the investigation, multiple damages were noted to the iab. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Furthermore, a puncture, consistent with contact from a sharp object, was found on the iabc bladder which will result in difficulty of pulling and maintaining a vacuum on the iabc bladder. If the vacuum is not maintained, it can result in difficulty inserting the catheter. Either damage can cause the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the kinked central lumen and bladder leak. The root cause of the kink and bladder leak is undetermined, but a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "catheter could not be delivered in iabp (issued with 2nd marker)." The catheter was replaced. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "doing good post procedure".

Event description:
It was reported "catheter could not be delivered in iabp (issued with 2nd marker)." The catheter was replaced. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "doing good post procedure".

Manufacturer narrative:
(B)(4). The reported complaint for iab tight over the guidewire is not able to be confirmed.the product was not retuned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "catheter could not be delivered in iabp (issued with 2nd marker)." The catheter was replaced. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "doing good post procedure".